Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection with the mobile programmer base during a procedure involving a dependent patient with no intrinsic rhythm. It was noted that even thought the connection was disrupted and changes could not be made to the pacing system analyzer (psa), back up pacing supported the patient. The connection restored itself and the session was continued. It was noted that after saving the reports to portable document format (pdf) post procedure, and after successfully sending a report, the mobile programmer application froze while navigating back to the home scree. The mobile programmer application was reset to resolve. No patient complications have been reported as a result of this event. Application version: 4.3.5 host tablet os version: 18.2

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application lost connection with the mobile programmer base was confirmed. Analysis of the service logs found the customer comment that the mobile programmer application froze was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.